Manufacturer narrative:
A ge healthcare service representative performed a checkout of the equipment and confirmed the reported complaint. The bag arm hose and breathing assembly were dried out. The unit was returned to service.

Event description:
The hospital reported the adjustable pressure limiting valve was not releasing pressure. This created an inability to manually ventilate. There was no report of patient involvement.